Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, a dissection of the lad occurred. The pressure wire x, wireless was attempted to be used for ffr measurement in lad lesion. While manipulating the device in the artery, a dissection occurred. The dissection was diagnosed using intravascular ultrasound and fluoroscopy. A stent was placed over the dissection and the procedure was completed without using another device. The patient was stable.